Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 64350 syringe, plastic, w/needle 1cc 25gx5/8 had the tip of the syringe damaged. The following information was provided by the initial reporter: "customer reports that at least 20% of tuberculin syringes have a burr at the tip."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrence potentially related to the occurrence was observed. Photos were received, and it is possible observe syringe tip damaged which led to syringe needle connectivity issue. The probable cause for the occurrence is related to failure at needle guide at syringe assembly station.

Event description:
It was reported that 64350 syringe, plastic, w/needle 1cc 25gx5/8 had the tip of the syringe damaged. The following information was provided by the initial reporter: "customer reports that at least 20% of tuberculin syringes have a burr at the tip.".